Manufacturer narrative:
Unavailable device was not returned for eval.

Event description:
The pt underwent a coronary artery bypass graft on approx 10/21/96. The pt is a 67 yo female with history of diabetes. There was difficulty identifying the saphenous vein at the knee and the surgeon then used an ankle approach. The case was completed successfully and pt was discharged. One-two days post-op the pt developed infection in the leg. Was seen by surgeon on tuesday, 10/29/96. Today (10/31/96) pt is undergoing exploraton of leg due to large amount of pus at the incision site. Surgeon stated at this time this is no fault of any instruments used during the case. Physician assistant performed the vein harvest. Pmh: chronic leg pain.